Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, chest injury. Date of explant: (B)(6) 2021. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 560cc mentor smooth round high profile saline breast prosthesis and experienced a deflation on the left side post-operatively. It was indicated the patient may have experienced possible trauma resulting from a fall from a bicycle. As a result, the patient underwent explantation on (B)(6) 2021.